Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, an increase in threshold was noted. Diagnostic imaging was performed which confirmed lead dislodgement. The lead was repositioned, and there were no further patient consequences. The patient is stable.